Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that they were sleeping during the times it turned off. Symptoms related to the stimulator intermittently turning itself off was pain in the back. No steps were taken to resolve the stimulator intermittently turning itself of as the patient just turned it back on. The patient noted that they hardly notice it when it works properly. It was reported that it turned itself off last night and the pain woke the patient up. It was later reported that it only happens while sleeping. The patient reported that it has been working since (B)(6) and it had been 5 weeks since it happened.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implant turned off by itself every so often. The patient stated he spoke with the healthcare provider (hcp) and they told him to call the manufacturer. It was noted the patient did not know about adaptive stimulation and the patient programmer showed the implant was on. The patient said he would keep a diary of when the implantable neurostimulator (ins) turned off and would check the ins with the patient programmer. Relevant medical history included spinal pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.